Event description:
A bioarc to system with intexen lp was implanted to treat the plaintiff for stress urinary incontinence. The implant date was not reported. The plaintiff¿s attorney alleges that the product has caused plaintiff permanent bodily injuries and mental and physical pain and suffering, including leg, back, abdominal and pelvic pain, numbness and tingling sensations in her legs and groin, and continued incontinence. It was also alleged that the plaintiff has suffered infection or inflammation, tissue abrasion, and other adverse health consequences.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.